Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during checkout, the cardiosave intra-aortic balloon pump (iabp) unit had a damaged doppler tether. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the assembly,tether so, after the replacement this had corrected the issue and the equipment had passed all the functional testing. The failure analysis and testing dept. Received assembly, tether with a reported unit failure of doppler tether not functional. The failure analysis and testing dept. Performed a visual inspection and observed that the part, that connects the tether line to the doppler, is damaged. The stop that holds the tether to the doppler is damaged.the fat dept. Verified the failure. Retaining the tether assembly in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.